Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. Kinks were evident on the distal shaft. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Six fluoroscopic still images were provided for review. The first image confirms the presence of a hard tight lesion in the mid lcx up to om1 branch. The image shows the left coronary system with the target lesion in the mid lcx being highlighted in relation to the om1. Pre-dilation of the target lesion ¿ most likely with the euphora balloon is highlighted in the second image.. The lesion appears tortuous and full concentric expansion of the lesion appears to be impacted by the lesion being tight and calcified. The next image appears to confirm the presence of a dissection within the target lesion. It is not known if this image is showing the ¿blurred border ¿ ruptured lesion¿ that was observed prior to lesion pre-dilation or if this image is post lesion dilation. A stent is then delivered to the proximal lcx. It is not known if this is the resolute onyx stent as no image is shown of the stent delivery system withdrawal. A stent is then deployed in the left main (lm) to proximal lcx. The final image appears to show the successful deployment of the proximal stent and the delivery of a subsequent stent to the mid to distal vessel ¿ with contrast injection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the hospital with chest pain. An attempt was made to use two resolute onyx coronary drug eluting stents, one resolute integrity coronary drug eluting stent, one launcher guide catheter, two nc euphora balloons, and two euphora balloons during the procedure. The lesion being treated was the proximal to mid left circumflex (lcx) up to the ostium of the 2nd obtuse marginal (om). The proximal portion of the left circumflex was anatomically straight with the prominent lesion. The mid left circumflex (lcx) was moderately tortuous and was a hard narrow lesion. The left main (lm) and proximal left anterior descending (lad) were severely calcified. The third diseased vessel was unassessed. The treated lesion had approximately 70-80% stenosis. There were no issues noted when removing the resolute onyx device (ronyx22530x) from the hoop. The device was inspected with no issues noted, negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The mid left anterior (lcx) was described as tight and needed persuasion to put in a new balloon. A euphora (eup2020x) balloon was used during pre-dilation. It was stated that the pre-dilation balloon did not cause the mild dissection that was observed during imaging. The eup2020x and nceup2515x balloons were both rewrapped. It was later stated that during diagnostic view the lesion already had a blur border, and it potentially could be that the lesion was ruptured in the first place. It was reported that it was a tight calcified lesion. All medtronic balloons were able to cross the lesions. It was reported that the resolute onyx ronyx22530x device failed to cross the lesion on a segment of the mid circumflex. Efforts made to cross the lesion were abandoned in fear of a stent dislodgement. The procedure was completed by deploying 2 non-medtronic stents, one in the mid left circumflex (lcx) and one in the proximal left circumflex (lcx) the patient is reported to be alive with no injury. No complaints were received against the other medtronic devices used during this procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.